Event description:
A charge circuit time-out occurred during an attempt to charge the device, in unopened box. It was returned and subsequently tested out of specification during manufacturer's analysis.